Manufacturer narrative:
B3 additional information was received clarifying the alleged issue began occurring on (B)(6) 2020.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. A syringe needle change was performed resolving the issue.